Manufacturer narrative:
(B)(6). Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Based on evaluation of the complaint information, this complaint meets the criteria for a previously investigated complaint, reference (B)(4).

Event description:
It was reported that there was deformation in bd vacutainer® lh pst¿ ii plus blood collection tubes. No report of injury or medical intervention. No report of blood exposure to mucous membrane.